Manufacturer narrative:
(B)(6).

Event description:
It was reported that when using a footprint anchor during surgery, the stainless steel support broke during installation. During the post-operative x-ray examination, it was found that the non-recoverable fragment remained in an extra-articular position in the patient's shoulder. Due to the risk of intra-articular migration, post-operative monitoring is being carried out. It is unknown whether there was a back up available or delay in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability, evaluation was limited. If further information becomes available the complaint may be revisited. Factors that may affect device performance include: device ability, product knowledge. Instructions for use incudes precautionary statements and recommendations for proper use of product. Per IFU: the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. IFU lists, prep instrument for normal bone conditions as a 3.8mm straight awl. Based on the limited information provided the root cause for the reported outer shaft breakage could not be determined. The material of the outer shaft is comprised of 302 and 17-4 ph stainless steel. They are manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time complaint history review for three years prior indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number reported. No further investigation required.